Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 2, 2019 that a lighttrail single use 600um laser fiber used in a laser ureteroscopy of stone procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser settings used was 6.4 watts, 0.8 joules and 12 hertz. According to the complainant, during the procedure, it was noted that approximately 1 minute after the fiber was inserted into the scope, the fiber started to spark where the drape is over the patient's leg and there was a loud bang and the fiber was broken. Reportedly, the other half of the laser fiber was retrieved from the patient. The procedure was completed with another lighttrail single use 600um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.